Event description:
The complainant reports that during a therapeutic ercp, male patient, the clinician attempted to remove the device through the scope without unlocking the wire. Unbeknownst to the clinician the tip of the catheter detached. With the insertion of a second catheter the detached tip was pushed into the common bile duct. The clinician was unsuccessful in retrieving the tip. The procedure was completed. A cholectysterctomy was done and the surgeon was instructed to remove the tip at the time. No adverse affects were reported.